Event description:
It was reported that during a renal stenting treatment procedure, removal difficulties were encountered. The target lesion was located in the right renal artery. The 6.0x14x150cm express sd biliary stent system was advanced to the lesion and the stent was successfully deployed in the vessel. Upon removal of the stent delivery device (sds), the balloon became caught on the stent. The physician utilized the 6fr jr 3.5 mach 1 guide catheter to pull the balloon away from the stent. After four attempts, he had successfully removed the balloon from the stent; however, he was still unable to pull the sds into the guide catheter. The sds and the guide catheter were removed together as a unit. There were no patient complications reported and the patient's condition was reported as 'stable'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the returned device was received with the guide catheter from the procedure. The stent was not returned for analysis. Visual examination noted contrast in the distal outer and balloon of the stent delivery system (sds). Microscopic inspection of the entire length of the device revealed no damage or irregularities. The balloon was loosely folded and otherwise unremarkable. The sds was functionally tested for deflation performance with no issues noted. The device revealed no evidence of any damage or irregularities that could have contributed to the reported event. The returned guide catheter exhibited damage to the distal tip and the distal end of the inner wall. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a renal stenting treatment procedure, removal difficulties were encountered. The target lesion was located in the right renal artery. The 6.0x14x150cm express sd biliary stent system was advanced to the lesion and the stent was successfully deployed in the vessel. Upon removal of the stent delivery device (sds), the balloon became caught on the stent. The physician utilized the 6fr jr 3.5 mach 1 guide catheter to pull the balloon away from the stent. After four attempts, he had successfully removed the balloon from the stent; however, he was still unable to pull the sds into the guide catheter. The sds and the guide catheter were removed together as a unit. There were no patient complications reported and the patient's condition was reported as 'stable'.